Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was damage to multiple computer/analog (ca) components (r45, r684, r689 were open and u600, u1004, u1005, u1003 were shorted). The cause for the inability to power on is the damaged components. The cause for the damaged components is high current. The cause for the high current is a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.